Manufacturer narrative:
Continuation of d10: product ID evfxplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date: na; explant date: na, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the tip of the delivery catheter system (dcs) was slightly inserted into the body; however, the inline sheath was unable to advance through the external iliac artery (eia). The dcs was then withdrawn, and slight unspecified damage to the access site vessel was observed. Subsequently, a procedure was performed to repair the access site vessel.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the tip of the delivery catheter system (dcs) was slightly inserted into the body; however, the inline sheath was unable to advance through the external iliac artery (eia). The dcs was then withdrawn, and slight unspecified damage to the access site vessel was observed. Subsequently, a procedure was performed to repair the access site vessel. Additional information was received indicating that access was obtained at the right leg. There was difficulty advancing the sheath; therefore it was withdrawn in the middle of advancement. A mild intimal injury of the right leg inner membrane was observed. Per the physician, both the dcs and the sheath may have partially contributed to the injury. It is highly likely that the cause of the injury was the progression of arteriosclerosis that could no be predicted from the computed tomography images. Both the guidewire and the valve did not contribute to the injury. The procedure was aborted and no new dcs or valve was used. A hemostasis procedure was performed as treatment.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.